Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2005 via tha at another hospital ( (B)(6) hospital). After the primary surgery, the follow-up was conducted at (B)(6) general hospital. In (B)(6) 2020, the patient had a pain and visit the hospital, the surgeon found greater trochanteric fracture. He also found the wear of the liner by x-ray. The surgeon will mainly treat the fracture, also, the revision surgery is scheduled on (B)(6) 2021 due to a concern of the wear of the liner. The surgeon will decide to replace the liner and the head or to replace the cup and the stem in the revision surgery. The patient is in the hospital due to the pain. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.